Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl. The customer¿s blood glucose was 600 mg/dl at the time of the incident and blood glucose was 113 mg/dl at the time of call. Customer was calling in regards to a low battery change that he keeps changing customer states had to get admitted into hospital after passing out at home. The symptoms related to their high blood glucose was ketones. Customer reports they have contacted their doctor regarding the high blood glucose. Drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within specification. However, unit received with corroded battery tube. No low battery alarms off no power alarms noted. Unit passed self test, unexpected alarm error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unit received with cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and minor scratches on lcd window.